Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an event where the hcp was unsuccessful in removing the sensor (B)(6) on (B)(6) 2025. The sensor's site is the right arm. It was confirmed that an incision was made to attempt to remove the sensor. At the time of the call, the user was doing okay. Sensor was palpable before the incision.

Manufacturer narrative:
The sensor was successfully removed during the user's reinsertion on (B)(6) 2025.